Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets caused lumps from changing the site very often, no delivery alarms, infections, and even sent him to the hospital with a diabetic ketoacidosis. Customer's blood glucose level was around 600 mg/dl. The insulin pump alarmed motor error. The customer felt very sick and was throwing up. He went to the hospital on (B)(6) 2016. The customer was dehydrated and went into a diabetic ketoacidosis. They gave him IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.